Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5086mri52 lead, implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that a remote transmission was sent due to fusion beats noted. The transmission showed an episode of ventricular undersensing resulting in ventricular pacing. There was also far field r-wave oversensing by the atrial lead, resulting in a mode switch. Both leads are still in use. No patient complications have been reported as a result of this event.